Manufacturer narrative:
Field service replacement of the cell-dyn ruby power supply cable resolved the issue. Field service confirmed that the parts (ac power switch and cable) were not available for investigation because the customer had disposed of them. The cell-dyn ruby analyzer was in operation at the time of the event. No fluid leaks were observed around the analyzer. The customer had two cell-dyn ruby analyzers in use. Both were connected to the same universal power supply. There was no report of a related issue with the other cell-dyn ruby analyzer at the customer site. Based on the data and information provided in the complaint, it is difficult to accurately assess this issue without the returned parts. Possible causes that may have led to the failure of the cable could be an instability in electrical current or wearing of the cable; however, it is undetermined what may have led to this event. Review of service history for the cell-dyn ruby analyzer, serial number (B)(4), identified no additional service tickets related to this issue. Review of product historical data did not indicate any issue with the cell-dyn ruby, ac inlet cable assembly, or rocker power switch. No product deficiency was identified.

Manufacturer narrative:
The power switch, part # 8510751801, and ac cable, part # 8921046201, are being returned to abbott laboratories for investigation. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer noticed a burning odor coming from the cell- dyn ruby analyzer. When the customer looked behind the analyzer, he saw flames and smoke coming from the power supply cable. The customer powered down the analyzer immediately and disconnected it from the electrical system. The flame went out. There was visible damage to the power supply cable and connector. Abbott field service inspected the analyzer and confirmed that the main power supply cable on the analyzer had a short circuit causing the flame and smoke. The cable was replaced to resolve the issue. There was no injury due to the short circuit in the cable.